Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon was identified to be non-spherical. No leaks were found in the balloon. The balloon did not pass the functional test with an output pressure reading below its specification. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump tubing was worn down to the filament. No leaks were found in the pump. The pump passed the functional test. The cuff was visually inspected and tested for leaks. Visual inspection revealed that the cuff was identified to have folds and scaling in the cuff backing. The cuff had a fluid loss due to a pinhole leak from fatigue by the cuff tab. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the decrease in pressure and mechanical issue was most likely determined to be the balloon not passing the functional test; additionally, the cuff not passing the leakage test could affect product performance. The reported patient symptoms of urinary incontinence and patient problem/medical problem are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working. The patient underwent an endoscopy, which revealed no erosion of the cuff and a fairly whitish urethra. A pelvic x-ray was performed, showing that the balloon was likely losing pressure. Although the sphincter opens and closes, the balloon appeared to lack sufficient fluid based on its shape and size. A surgical procedure was performed to remove and replace the entire aus. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working. The patient underwent an endoscopy, which revealed no erosion of the cuff and a fairly whitish urethra. A pelvic x-ray was performed, showing that the balloon was likely losing pressure. Although the sphincter opens and closes, the balloon appeared to lack sufficient fluid based on its shape and size. A surgical procedure was performed to remove and replace the entire aus. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).